Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They suddenly noticed the device was red hot and they pulled it out of the patient leg. When they pulled it out, there was a visible flame. The device was clicking. Unintended activation. The device was unplugged immediately. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Heavy char and blood was observed on the heater wire. The heater wire was observed to be flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation on the hot jaw was observed to be discolored at the base of the hot jaw. No other visual defects were observed. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. Based on the returned condition of the device, the evaluation results, the reported failure "device remains activated" was not confirmed, but was confirmed for the analyzed failures "material twisted/bent", and "thermal decomposition of device".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They suddenly noticed the device was red hot and they pulled it out of the patient leg. When they pulled it out, there was a visible flame. The device was clicking. Unintended activation. The device was unplugged immediately. A replacement device was used to complete the procedure. The hospital did not report any patient effects.